Manufacturer narrative:
H3. Investigation results: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined; however, it is most likely related to the report of pain. There is no other patient medical history available. These devices are used for treatment not diagnosis. Additional information: h6 investigation codes.

Manufacturer narrative:
Prosthesis, knee, patellofemoral, semi-constrained, cemented, polymer/metal/polymer . Concomitants: 4255980 02-010-03-0235 - logic cr femoral cem, left, sz 3.5. 5507795 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t. 2516333 02-012-47-3509 - logic cr tib insert std, sz 3.5, 9 mm. 5623160 200-02-32 - three peg patella 32mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial left knee replacement, implanted with an optetrak device, including an insert made of polyethylene, on (B)(6) 2018, underwent a revision procedure on (B)(6) 2022, approximately 4 years I month post the initial procedure. As a direct, proximate and legal consequence of the defective nature of the optetrak device as described herein, the plaintiff has suffered and continues to suffer permanent and debilitating injures and damages, including but not limited to, significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; soft tissue damage; bone loss; and other injuries presently undiagnosed, which all require ongoing medical care. As a further direct, proximate and legal consequence of the defective nature of the optetrak device, the plaintiff has sustained and will sustain future damages, including but not limited to cost of medical care; rehabilitation; home health care; loss of earning capacity; mental and emotional distress; loss of consortium and pain and suffering. No device returns anticipated due to this being a legal case. No further information.